Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after cataract surgery by using an irrigation/aspiration (I/a) handpiece and phacoemulsification handpiece, a patient experienced severe endophthalmitis or toxic anterior segment syndrome (tass). Additional related information was requested but has not been provided to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that a patient underwent cataract surgery with iol implantation in left eye. After 3 days of surgery the patient experienced with strong inflammation with suspicion of endophthalmitis or tass, conjunctival inflammation: 2+, cells in the anterior chamber: 3+, fibrin in the anterior chamber. Patient was treated with subconjunctival injection: glucocorticoid, other: reinforcement local corticosteroid treatment: antibiotic + corticosteroids 6 times a days; corticosteroid + antibiotic 3 times a days; fluoroquinolones + antibiotics 6 times a days. Medication was effective and patient symptoms were resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received indicating viscoelastic, balanced salt solution and procedure pak is also a suspect for the adverse event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).